Manufacturer narrative:
Product analysis:visual and microscopic examination of the associated set screws identified ¿starburst¿ pattern on the set screw face, consistent with set screw back out. Visually, optically, and microscopically examined set screw rod interface surface. No damage identified to set screw thread crest or flanks. Break-off set screw node height deformation and morphology found to be consistent with full tightening and engagement of set screw. Conclusion: after visual, optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time, it was reported that the set screw completely disengaged from the screw head and the rod was loose on the left hand side. On the right side, the screws were loose. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images show one of the set screws probably from l2, completely out of the screw head in the para spine soft tissue.